Event description:
Medtronic provided the following information: it was reported that during a cardiac ablation procedure, following a left atrial ablation for atrial fibrillation, the ablation catheter was withdrawn into the right atrium for a right atrial isthmus ablation. Ventricular fibrillation was induced in close proximity to the patients implantable cardioverter defibrillator (ICD) lead during radiofrequency ablation. During delivery, high-frequency artifacts appeared on the intracardiac leads. The patient was defibrillated once to restore sinus rhythm, and a second application was delivered further away from the lead; this was prematurely terminated after 1-2 seconds due to the recurrence of artifacts. The patient experienced repeated episodes of ventricular fibrillation with cardioversion to sinus rhythm. The procedure was subsequently completed using another manufacturers products. The patients ICD was switched off during the procedure. Postoperatively, the patient reported feeling well without any complaints and the ICD showed normal readings. No further patient complications have been reported as a result of this event. The biotronik serial number was unable to be obtained. Should additional information be received this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.